Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia ultra universal 12mm single use instrument. The event report alleges the product was used in a surgical procedure. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an endo gia universal roticulator 60-3.5 single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage was noted to have possibly occurred during normal use of the product, which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vats wedge resection, there was difficulty unloading the reload. After firing was completed, the surgeon opened and closed the device and gave it to the nurse to change the reload. The reload could not be changed as it was impossible to open. A new handle and reload were opened. After successfully firing the second reload, they heard a strange noise inside the instrument. The surgeon gave the device back to the nurse to change the reload; however, it was impossible to change the reload. A third handle was used to complete the procedure. No reinforcement material was used. No patient adverse events were reported. Current patient status is alive with no injury.